Event description:
Resmed was made aware of an event where a vpap patient went to the emergency room due to shortness of breath. The reporter stated the patient was treated with a breathing treatment (bronchodilator) and then sent home. The patient did not remain in hospital after treatment.

Manufacturer narrative:
A preliminary evaluation has determined that the device was functioning, but delivering pressure in the epap mode only; it was not switching between ipap (inspiratory positive airway pressure) and epap (expiratory positive airway pressure). Preliminary evidence suggests the malfunction was related to the flow sensor.